Manufacturer narrative:
As reported, an unknown sheath got unhooked from a 6-12f mynx control venous vascular closure device (vcd) when it was being removed. The sealant then came out with sheath, when the sheath was removed. Manual pressure was held for hemostasis. There was no reported patient injury. The tech had deployed the vcd device successfully. The device was used with a 10f sheath. Additional information was requested but not available. The device was not returned for analysis. A product history record (phr) review could not be conducted as a lot number was not provided. The reported events of ¿sheath catch-incompatibility/fit-with sheath side arm/stopcock¿ and ¿sealant-inaccurate placement-complete¿ could not be observed as the device was not returned for analysis. The exact cause of the issues experienced could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the sheath unhooking from the sheath catch or the sealant coming out with the sheath. However, procedural/handling factors are possible. Per the mynx control venous instructions for use (IFU), which is not intended as a mitigation, it warns, ¿use only with a standard sheath introducer with up to 12 cm effective length.¿ the IFU also warns, ¿do not use if the mynx control venous vcd 6f-12f components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ per step 3: remove device, ¿fully retract the syringe plunger to lock position in order to draw vacuum. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger to stabilize and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Fully depress button #2 to retract the deflated balloon into the device catheter. While maintaining fingertip compression on the skin, remove the device with procedural sheath from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ based on the information available for review, there is no indication to suggest that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an unknown sheath got unhooked from a 6-12f mynx control venous vascular closure device (vcd) when it was being removed. The sealant then came out with sheath, when the sheath was removed. Manual pressure was held for hemostasis. There was no reported patient injury. The tech had deployed the vcd device successfully. The device was used with a 10f sheath. The device is not being returned for evaluation.